Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. A material or quality problem is unlikely since a manufacturing and quality control review was performed for the last 24 months of production without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. However, no part is missing since all fragments were returned as well. There is a vertical crack in the insulation insert, which led to the ceramic insulation at the distal end of the resection sheath breaking off completely. The broken off fragments show signs of thermal overload in the area of the electrode¿s cutting edge. The cause of this damage and the breakage of the ceramic insulation is thermal mechanical overload in combination with wear and tear. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.